Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Date of alcl diagnosis: 2011.

Event description:
Patient representative reported for left side "patient developed bia-alcl stage iia on the left breast. Histopathological markers confirming alcl have not been received. Device has been explanted. The patient was treated with chemotherapy, removal of devices and radiotherapy.

Manufacturer narrative:
The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this kind of event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: diagnosed with alcl.

Event description:
Patient representative reported that the patient has been diagnosed with alcl. No histological marker or further information have been provided. Affected side and device status are unknown.